Event description:
Patient presented to the physician with the ipg moving and rotating in the pocket, causing pain. Physician brought the patient into the or, created a new pocket for the ipg, re-sutured, and closed the incision.